Event description:
It was reported that about one to two months prior to the report, the patient fell over a fire pit and hit her hip. The patient thought a wire may have moved, was not in place, and was now in the butt muscle. She thought the fall moved a wire. The patient had physical pain at the lead location and stimulation was causing pain. The pain was present when the patient was standing and walking, but not when the patient was sitting. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0dy53, implanted: (B)(6) 2013, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).